Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked top case by left corner, bottom case by l-bracket and right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. The customer reported problem was confirmed. The investigation found firmware mismatch error at power up and firmware mismatch still alarms after uploading software from base to head of pump using power point process. According to the investigation, the reported issue was caused by incomplete upload process by the customer (user error). Investigation used test case top to download v1.5.1 to base of the pump. Reattached and uploaded v1.5.1 to customer case top. Rebooted the pump and verified firmware mismatch alarm was cleared. Downloaded customer's software v1.6.1. Performed all functional testing and all testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited firmware mismatch error. No reported adverse effects.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.